Manufacturer narrative:
Manufacturer reference number: (B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic bilateral inguinal hernia repair. The tacker was fired twice to secure the mesh, however, on the third firing the tack did not deploy. It had been used for about five minutes before the product problem occurred. The surgeon attempted to remove the jammed tack with a snap but the entire set of tacks came out. Another device was used to complete the procedure. No patient injury or medical intervention required.